Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to retrieve patient information on one device. The device was rebooted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) requested patient information for troubleshooting; however, the customer was unable to provide any patient details and advised that there were currently no patients admitted to the unit. Tss instructed the customer to contact support if a patient was admitted and the issue recurred.